Manufacturer narrative:
Occupation: occupation is lay user/patient. The customer returned the meter where it was tested using retention strips and controls. The strip vial was returned with no strips remaining. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter questioned inr results on coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. Based on the information provided, the results from the meter were discrepant when compared to one another. The result from the laboratory compared well to the meter results. The customer initially tested on the meter at 8:43 a.m. With a result of 3.7 inr. The customer re-tested on the meter at 8:49 a.m., 9:02 a.m. And 9:40 a.m. With results of 2.8 inr, 3.8 inr and 4.0 inr. The result from the laboratory at 12:40 p.m. Was 3.2 inr. The customer's therapeutic range is 2.0 - 3.0 inr. No medical treatment was necessary. No changes were made to the customer's medication based on these results. There was no allegation that an adverse event occurred. The customer feels fine. The meter and test strips were requested for investigation.